Event description:
According to the reporter: the clip applier appeared to jam during use. The jaws of the clip did not meet in order to squeeze the tips of the clip shut and had to be removed through trocar. The clips did not form and kept falling off. When we tried to take the clip applicator out of the wound, it could not be removed, hence the trocar had to be pulled out of the abdomen as well and be replaced with a new one. Following the misfire, the consultant surgeon could not squeeze the handle. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).